Event description:
It was reported that the absolute pro stent was observed to have a circumferential fracture. The stent was implanted on (B)(6), 2010 in the patient's common bile duct. The patient returned on (B)(6), 2010 due to cholecystitis. During this procedure it was observed that the absolute pro stent had completely fractured circumferentially; however, the entire stent remained in the target lesion. The physician was also concerned about the part of the stent protruding in the duodenum (as initially implanted), perhaps ulcerating in the future; however, there was no intervention performed or planned at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent fracture can be a result of, but not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Although a cine of the procedure was requested, no additional information has been received. In this case, a definitive cause for the reported stent fracture could not be determined but there is no indication of a product quality deficiency. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report.